Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no reported impact to the customer's blood glucose level due to this event. The customer declined to reload the cartridge at the time the event was reported.